Manufacturer narrative:
The manufacturer's service representative performed onsite investigation. The system software was reloaded and the hard disk drive was installed. The system operates as intended.

Event description:
The customer reported that the stenoscop system would not boot up. No patient injury was reported.